Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify, striated opening. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage. Missing piece of the shell assessed, as to inconclusive.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.